Event description:
On (B)(6) 2015, the wife of the end user reported that he had his skin torn off and it was infected once he removed the device. On (B)(6) 2015, the end user reported that he had a sun spot removed on his left leg, used the device for 3 days and it tore his skin and became infected.